Event description:
The customer reported charger failed error message. Intermittent error message replaced batteries, but error still occurring no pt's injured. Able to complete procedures problem started about a month.

Manufacturer narrative:
The call was cancelled by the customer.